Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br present an improper sample separation, specifically with red cells caught up in gel's inner and surface after the centrifugation. In some of the tubes fibrin was present. Patient 5 of 5. The following information was provided by the initial reporter. The customer stated: the tubes present an improper sample separation, specifically with red cells caught up in gel's inner and surface after the centrifugation. Even though, in some tubes, it's noted the gel displacement throughout the walls.

Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: it was reported when using the bd tube sst plh 13x100 5.0 plbl gold br present an improper sample separation, specifically with red cells caught up in gel's inner and surface after the centrifugation. In some of the tubes fibrin was present. Patient 5 of 5. The following information was provided by the initial reporter. The customer stated: the tubes present an improper sample separation, specifically with red cells caught up in gel's inner and surface after the centrifugation. Even though, in some tubes, it's noted the gel displacement throughout the walls. H.6. Investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin, poor barrier separation, and gel smearing was observed. Red cell hang up was not observed. Additionally, retention samples of the incident lot were visually inspected and all had the additive well dispersed on the tube walls. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes (poor barrier separation, gel smearing, red cell hang up and fibrin) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation, gel smearing, and fibrin based on photos only. This complaint has not been confirmed for the indicated failure mode red cell hang up. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br present an improper sample separation, specifically with red cells caught up in gel's inner and surface after the centrifugation. Patient 5 of 5. The following information was provided by the initial reporter. The customer stated: the tubes present an improper sample separation, specifically with red cells caught up in gel's inner and surface after the centrifugation. Even though, in some tubes, it's noted the gel displacement throughout the walls.